Event description:
The patient was in for cardioversion. Pads were placed anteriorly and posteriorly. The first shock of 200 joules was unsuccessful. The second shock of 360 joules was delivered and produced an immediate smell of burned material. Under the anterior pad we found two red areas, one approximately 5x3 cm, the second, 3x2 cm.